Event description:
Physician treated patient with chronic obstructive pulmonary disease (copd) and peripheral vascular disease. The angiosculpt device was unable to cross the proximal left anterior descending artery (lad) lesion. The physician pre-dilated with a standard balloon. The angiosculpt device was re-inserted and advanced across the lesion and inflated 1 time. The physician had difficulty removing the angiosculpt device. Upon removal, it was noted that the scoring element and shaft were separated. The physician advanced a second coronary wire and attempted to snare the scoring element but was unsuccessful. A competitor standard balloon advanced across the second buddy wire and was able to push the angiosculpt and part of the shaft past the lesion. Two medtronic resolute des (drug-eluting stent) (3.0mm x 30mm and 3.0mm x 12mm: equates to 42mm) were placed to stent the piece of angiosculpt in the vessel. A proximal des was used to cover the initial discrete proximal lad lesion. Dr. (B)(6) scrubbed in to assist dr. (B)(6) once the angiosculpt difficulty occurred.

Manufacturer narrative:
The distal portion of the angiosculpt device got stuck in the patient and was not able to be removed. Two des stents were used to stent the distal portion of angiosculpt to the vessel. The angiogram was received for evaluation. Additional information was obtained from the angiogram. The lesion was located in the proximal lad near the bifurcation of the lad and first diagonal branch. The angiosculpt marker bands could be seen before and after the angiosculpt was stented into the vessel. The final angiographic result demonstrated good blood flow through the proximal lad stent and the mid lad angiosculpt stented area. The angiosculpt device was returned without the distal portion of the device (distal tip, scoring element, transition tubing, and nitinol support wire). It is estimated that approximately 66.25mm of the distal portion was not returned. The device separated proximal to the ex port. A slight necking was observed at the separated end. Based on the lab analysis, the evidence of necking at the separated end suggests that the user applied excessive force to the device resulting in separation. According to the instructions for use (IFU) for angiosculpt scoring balloon catheter, if resistance is met during use, the cause of the resistance should be explored before proceeding. The IFU lists retained device components as a possible adverse effect of the procedure.